Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise reversion episodes due to lead noise with decreased r-wave. The patient would continue to be monitored.

Event description:
New information noted that the lead noise was not reproducible. Oversensing and damage were noted on the lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable after the procedure.